Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing was observed on the ventricular channel. Myopotentials were able to be recreated in clinic via deep breathing. Programming changes were recommended.